Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead exhibited high, out-of-range shock lead impedance. The lead was surgically abandoned and replaced. The associated device remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high, out-of-range shock lead impedance. The lead was surgically abandoned and replaced. The associated device remains implanted. No additional adverse patient effects were reported. Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded out-of-range shock impedance measurements greater than 145 ohms, approximately two months prior to replacement.